Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the he was able to see the half of the insulin pump screen. The customer's blood glucose value was 180 mg/dl. The customer also stated that the insulin pump screen finally screen went out and when trying to rewind the insulin pump could not rewind the pump. Customer stated the pump was dropped and bumped. The customer reported damage to battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to missing segments or partial display. Device had cracked battery tube threads.